Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for son via phone call for low blood glucose for the last 3 months. Customer reported that blood glucose was this morning at 4 am was 41 mg/dl. Patient's current bg: 129 mg/dl. Customer told she had to report because some of her sons sets were being recalled. Patient has treated with food. Customer reported symptom as not feeling well. Customer reported that drive support cap appears normal. Customer states the most recent set change was today. The patient was disconnected during the rewind sequence. The insulin pump will not be returned for analysis.